Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked belt clip slot was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked display window and a scratched reservoir tube window.

Event description:
Customer reports that belt clip broke. Customer was advised that belt clip would be replaced. Customer also reports of not being able to rewind pump after giving a square bolus due to act button not responding. Customer's blood glucose was 98 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.